Event description:
It was reported that during product evaluation by a service technician, an infuso.r. Pump was found to have a bent pusher block assembly. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This is an ancillary service event opened during investigation of (B)(4). The root cause of the bent pusher block assembly is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent.